Manufacturer narrative:
A medical assessment was performed. The meter result of 1.8 inr on (B)(6) 2021 was below the patient¿s therapeutic range of 2.0 inr-3.0 inr. This result indicated an elevated thromboembolic risk and seems to have been an accurate result in light of the clinical picture and results from imaging. Based on all the information provided there is nothing to reasonably suggest the device contributed to the alleged stroke event. The error messages section of the user manual states, "you may see the following error messages while using the coaguchek xs meter. If you see an error message, first try to correct the problem using the solution described below. If the problem persists, call roche diagnostics technical service center at (B)(6), 24 hours a day, 7 days a week." The customer¿s meter and test strips were requested for return. The test strips have been all used and are not available for return. The meter has not been returned at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) # (B)(4). Initial reporter is the wife of the patient. Occupation was lay user/patient.

Event description:
The initial reporter alleged a patient had a stroke due to coaguchek xs meter serial number (B)(4). The initial reporter alleged the meter displayed repeated error 4 (test strip is unusable), error 5 (error applying blood to the test strip), and error 6 (test strip was touched or removed during the test) messages. The initial reporter alleged that the meter was displaying error messages prior to the strokes and the meter was unavailable for use. The initial reporter also stated that error messages were occurring for approximately a month and it is unknown when the patient last tested on the meter prior to the stroke. The patient began having a headache on (B)(6) 2021 and the headaches continued afterward. On (B)(6) 2021, the patient had vision loss. The initial reporter was concerned since the patient was having headaches and vision loss, so she drove the patient to the emergency room. The patient was diagnosed with migraine with aura. No inr testing was performed at the hospital. The patient was treated for the migraine but specific treatment information could not be provided. On (B)(6) 2021, the patient was released from the emergency room and had imaging done. The result from the meter on this date was 1.8 inr. On (B)(6) 2021 the results of the imaging were provided and they discovered the patient had suffered a stroke. It is unknown which type of imaging was performed. The initial reporter believed the patient was not treated for a stroke since he was misdiagnosed and believed the stroke was due to a sub-therapeutic inr. The therapeutic range prior to the event was 2.0-3.0 inr. Two weeks prior to the event, the coumadin dosage was 4 mg monday, wednesday, and friday and 2 mg the other 4 days of the week. There were no coumadin dose changes in the two weeks leading up to the event. After the event, the patient began taking 4 mg coumadin daily.